Event description:
The pt had an ivc filter placed 2003. The pt was symptomatic and returned to the hospital for examination. During the exam it was noted that the pt experienced a bilateral pulmonary embolism. The doctor examined the filter and noted that the arms were tilted. The clot size was not reported. The filter remains implanted.